Manufacturer narrative:
Evaluation and investigation of the device showed no relevant error which may have caused or contributed to the occurred event. According to the event description and in accordance with the results of the device investigation the user has been involved in an accident. Thus the device can be excluded to be the root cause which may have caused or contributed to the occurred event.

Event description:
Please inspect and evaluate the knee units and pylons pt was in a significant motorcycle accident and need to ensure proper functionality on components. Knee was functioning before and that this was an externalforce causing the damage to the units and that it was not due to malfunction of the knee patient was the driver of the motor cycle. Patient did suffer significant injuries (multiple spinal, pelvic and rib fractures as well as a broken arm) and is still in the hospital doing pt and ot patient was driver of a motorcycle and was in an accident resulting in hospital stay as well as physical therapy. This patient is a bi-lat.